Event description:
The patient contacted lifescan alleging that their one touch ultra meter was reading in the incorrect units of measurement. About one month ago,"patient was getting the mmol". Patient contacted a pharmacy; the pharmacy helped them set the meter back to mg/dl. Afterward, the meter "kept changing to mmol"; the patient had to reset it several times. The patient received no medical treatment at the time of concern. There is no indication that the patient experienced injury. The customer care representative (ccr) confirmed that the meter was set to mmol/l instead of mg/dl. The complaint is classified as a product malfunction, as the patient denied changing the meter units of measurement to mmol/l. The meter was replaced.